Manufacturer narrative:
Findings: pump monitored for several days and no frozen display during test and time clock advances properly. Pump received with intermittent button response due to flattened escape, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked keypad connector. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. The customer stated that the act button was hard to push. The customer also stated that there was no significant event leading to the keypad issues. The time on the clock did not advance when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.